Manufacturer narrative:
Date of report: 12jun2019. Date received by manufacturer: 03jun2019. The customer reported that the cpu pcba adc (analog to digital converter) failed - e/c 111e.the manufacturer¿s international service technician could not duplicate the reported phenomenon. The technician did confirm the reported e/c 111e - cpu pcba adc issue in the error logs. The manufacturer¿s international service technician replaced the cpu pcba as a precaution. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 20aug2019. Dateof report 30aug2019 the part was returned to the manufacturer for failure investigation (fi). It was determined that the cpu board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a calibration. There was no patient involvement..